Event description:
It was reported that during a laparoscopic hiatal hernia repair and laparoscopic partial gastrectomy procedure, the case was originally scheduled as a revision of nissen. The surgeon did not have to make changes to wrap, but resected parts of stomach and repaired hiatal hernia. The surgeon had to staple across the stomach. This was the second firing with a blue reload in continuation of staple line from the first firing. The firing would have been in the fundus region. A back metal plate came off and was in the jaws of the stapler when the scrub removed the reload. The surgeon did not see anything wrong with the staple formation on visual inspection. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. In addition, the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No conclusion could be reached as to how the cartridge became damaged and the cartridge pan dislodged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Additional information: an intra-operative photo was received. The photographic evidence confirms that the cartridge is fractured or broken. This angle does not show the cartridge deck or the cartridge bottom so the extent of the fracture cannot be ascertained. The quality and focus of the photo does not allow magnification of the cartridge without distortion. Unfortunately, the photo does not provide enough evidence as to how the fracture occurred. Based on the photographic evidence the event description can be confirmed. Unfortunately, the photo does not provide enough evidence as to how the fracture occurred.

Manufacturer narrative:
(B)(4).